Event description:
An ophthalmic assistant reported a pt who was diagnosed with a corneal ulcer following the use of this product. The pt was treated with medication and the symptoms resolved. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/01/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).